Event description:
The patient presented with renal insufficiencies, celiac artery occlusion, severe calcification of diseased arch vessels, tortuous vessel anatomy and vessel modeling was present throughout the vessels. A planned conduit was performed and two gore tag thoracic endoprosthesis were deployed without incident. At the close of the procedure, post imaging looked fine and the procedure appeared to have gone well. During the following hours post procedure, the patient developed an absent distal pulse with an occlusion in the left iliac artery. A thrombectomy was performed. The patient later expired. The physician believed the patient's co morbidities and an increase in potassium levels contributed to the patient's death. An autopsy was performed with identified additional co morbidities (see block 7). The physician believed the device did not cause or contribute to the patient's death.

Manufacturer narrative:
The device remained implanted. The investigation is presently in progress. Please note, this patient was implanted with 2 gore tag thoracic endoprosthesis. The report is for the first device implanted. The second device implanted that is associated with this event is for medwatch number 2017233-2006-00087.